Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of two (2) small volume infusors ruptured. This occurred during preparation of the devices with unspecified chemotherapy medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was manufactured from july 17, 2019 - july 18, 2019. The actual device was not available; however, five (5) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the bladder with a dextrose solution to a nominal volume. During and after fill no evidence of a rupture occurred. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.